Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that his target was 140 mg/dl and his blood glucose was at 504 mg/dl. Customer was asking for assistance on using a bolus to achieve his blood glucose target. Customer recently had a heart attack and is being treated with steroids, which are causing his blood glucose to rise. Customer did a bolus which went through very well. Customer has met with his endocrinologist to change his settings to accommodate the steroid use. Customer's current blood glucose is 504 mg/dl. Customer reported that he has a back-up plan available. Customer reported that he has contacted his health care professional regarding the high blood glucose. Customer will continue to monitor his blood glucose and seek medical attention if it will not go down.